Event description:
A high readings issue was reported with use of the adc sensor. Customer received a high sensor scan result and experienced a loss of consciousness at 11 am. Paramedics were called and customer was treated with sugar water and glucose via IV. Customer further reported a sensor reading of 69 mg/dl at 9:29 am was obtained compared to a reading of 59 mg/dl on the hcp meter. It is unknown if these readings were obtained during the time of medical event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and simvivo test performed. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.